Event description:
This is filed to report worsening mitral regurgitation, mitral stenosis, the clip opening while locked (cowl), and surgical intervention. It was reported that a mitraclip procedure was performed (B)(6) 2018. A mitraclip xtr (80723u149) was implanted successfully. On (B)(6) 2022, reintervention was performed as the patient had worsening mitral regurgitation (mr) and mitral stenosis. A closer look found the xtr clip "wide" open with the grippers down and stable. The clip was endothelialized and was holding the leaflets together, making it difficult to explant, but was successfully removed. A mitral valve replacement was performed successfully. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the previous report, the date of occurrence has been updated: the mitral valve replacement was performed the week prior to (B)(6) 2022. The exact date of occurrence is unknown and estimated as (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported unintended movement (clip open while locked) could not be determined. The reported worsening mitral regurgitation (mr) appears to be related to the clip opening. The cause of mitral stenosis could not be determined. The reported patient effects of mr and mitral stenosis as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The date of occurrence is unknown and has been estimated for this report.